Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular lead was explanted and replaced due to high capture thresholds. The device was electively explanted and replaced following the warranty advisory. The patient was asymptomatic and fine before, during, and after the procedure.